Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and found that there were autofill errors in the logs. The fse found that the purge lines had a lot of condensation. The fse purged the system and replaced the purge filter assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an intra-aortic balloon (iab) related issue. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an intra-aortic balloon (iab) related issue. It was later notified that the customer also reported autofill failure issues. No patient harm, serious injury or adverse event was reported.